Event description:
The manufacturer received information alleging an active exhalation valve error code was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated at the third-party service center. During the evaluation it was noted that an error code, active exhalation valve error (e-0133), was observed in the device's error log. The third-party service technician further evaluated but was not able to determine the cause of the issue for this device. The root cause is not confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.